Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead; 5076-52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated threshold that increased over time to the point of no capture at maximum output. The lv lead was capped and replaced with a new lv lead. It was also reported that overnight, the new lv lead exhibited dislodged. The new lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.